Event description:
Patient tried and failed. No additional information reported or available regarding this event. Preventable adverse events reported by healthcare professionals, who does not consent to follow up, (B)(4).